Event description:
Info received indicated the bed's ground impedance is out of specs.

Manufacturer narrative:
The hill-rom technician found the ground wire was broken. He replace the power cord and the bed functioned to specs.